Event description:
Customer reportedly obtained results of 234 mg/dl and 113 mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.